Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported blurry vision. Information was provided that the patient experienced blurred vision and needed a toric lens. The 21.5 diopter was exchanged for an 21.0 (2.25 cyl) diopter lens. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged for an astigmatic correcting lens.

Manufacturer narrative:
(B)(4).